Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned to edward lifesciences for evaluation.  The device underwent visual and dimensional inspection.  During visual analysis, a longitudinal burst was observed propagating into a j-shape towards the distal end of balloon in a clockwise fashion.  During dimensional testing, single wall thickness of the inflation balloon near to the observed burst was measured at three points on the distal and proximal side of the balloon.  A thin wall could leave the balloon more susceptible to bursts and may be indicative of a manufacturing non-conformance.  The balloon single wall thickness at all measured locations were within specification.  No relevant functional testing was able to be performed due to the condition of the returned device.   The complaint was confirmed through visual inspection. Imagery of the case was provided for review.  The imagery provided by the site showed patient anatomy in the aorta where the reported balloon burst occurred.  As it can be seen in the imagery, there was calcification present in around the leaflets.  Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences.   A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event.  There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot).  The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus.  Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint was confirmed based on the condition of the returned device, but no manufacturing non-conformances were identified during product evaluation.  No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus.  It was reported that the patient had calcification on the native leaflets (confirmed through review of provided imagery) which could have caused the balloon to burst.  Since no edwards defect was identified in the evaluation, no corrective or preventative action was required.  Additionally, since the complaint occurrence rate did not exceed the june 2019 control limit for the applicable trend category, a pra escalation is not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure, no bav, the delivery system balloon (filled with nominal volume) burst during valve deployment.  Despite the balloon burst, the balloon fully inflated at 100%  and the valve was able to be deployed in an 80:20 aortic.   Post op echo showed mild pvl and no cai. The patient was noted to have left the room in stable condition.